Manufacturer narrative:
During on site visit, field service engineer (fse) verified that flap thickness is within specifications. The root cause could not be identified by the investigation the manufacturer internal reference number is: 2019-87199.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported rainbow glare issues and requested to check the flap cut thickness. Additional information received states the surgeon will monitor the patient. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.